Manufacturer narrative:
Additional information: d9, g3, h3, h6. Two unpackaged ar-4500 meniscal cinch¿, batch 15116180, were received for evaluation. Visual inspection: the device arrived with trocar #1 and #2, along with detached sutures and the implant. The suture's ends were also frayed. Functional testing: testing was not performed because the sutures and implant were detached from the devices. Root cause analysis: the most likely cause of failure is attributed to misuse, such as prying or leveraging the device during use. The complaint allegation is confirmed refer to the investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for 2 units of ar-4500, meniscal cinch¿, both anchors dropped out and the suture broke. This was detected during use in a right knee meniscus repair surgery on (B)(6) 2025. The procedure was completed successfully as a 3rd ar-4500 was used. There was no patient harm and no secondary procedure needed. Ar-4515 was used as cutter/knot pusher.